Manufacturer narrative:
Recall: 1627487-05242011-002-r; 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was replaced during surgery on (B)(6) 2015 due to having to charge more frequently and their programmer displaying low ipg message. Effective therapy was reportedly restored postoperative.